Event description:
Per the clinic, the patient was no longer benefitting from the device. The internal magnet was explanted on (B)(6) 2025; and there are plans to reimplant the patient with another device, however, this has not taken place as of the date of this report.